Event description:
This spontaneous report was received on (B)(4) 2012, from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using o.b tampons regular absorbency for menstruation (route-vagina, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer reported that the string was not attached to the tampon properly. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012, for a device product that is considered same/similar to a us marketed device (ob regular non-applicator 20s). This closes out this report unless additional follow up information is received.